Event description:
The user facility reported that during a patient procedure the surgical table tipped down towards the foot section. The user facility continued with the procedure which was completed successfully. No injuries or procedural delays/cancellations were reported.

Manufacturer narrative:
A steris service technician inspected the table and found that improper table accessories were attached. The table accessories attached are intended for 3080/3085 surgical tables. The technician further inspected the table and found the electrical cord to be damaged. The cause of the damage occurred when the table tipped. The electrical cord is a non-steris power cord and was replaced by the user facility. The table was placed back into service and no additional issues have been reported. A steris account manager spoke with the user facility who stated they would be placing an order for the proper table accessories. While onsite the account manager performed in-service training on the proper use and operation of the surgical table.